Event description:
It was reported that the subject device had a green image. The event occurred after a certain time during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. No reportable malfunctions were identified during the device evaluation. Based on the results of the investigation, a definitive root cause could not be identified. However, the green image was likely due to a broken r-unit (charged coupled device). The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a green image. The event occurred after a certain time during an unspecified procedure. There were no reports of patient harm.